Event description:
It was reported that the patient presented to the hospital for a pre-procedure examination for a scheduled pulse generator change procedure. Upon interrogation of the device, noise on the atrial lead was noted causing episodes inappropriate automatic mode switch. The lead was capped and exchanged on (B)(6) 2022. The patient was in stable condition.